Event description:
It was reported that during the implant procedure, the left ventricle (lv) lead was not fully crossing the lv port of the pulse generator, resulting in high pacing impedance. The lead was disconnected and checked and found to have normal impedance. The physician elected to use a new device and the procedure was completed successfully. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: h6 - previous health effect - impact code should have been ¿4632 - prolonged surgery¿ instead of ¿2199 - no health consequences or impact¿. The reported event of could not fully insert the left ventricle (lv) lead into the lv connector was confirmed. Analysis revealed that the is-4 lv lead was being blocked from full insertion by the lv-setscrew that was down in the port blocking lead insertion passed it. The is-4 lead inserted and tightened with setscrew. Lv lead impedance was in normal readings. No other anomalies were seen. The caused of the event was due to user. A review of the device history record (DHR) confirmed that no anomalies or rework found.